Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to non-diabetes related. The customer's spouse reported that they were having high blood glucose over 600 mg/dl at the time of call. The customer's spouse stated that they were going to treat the high blood glucose with manual injection. The customer's spouse stated that they lost the settings in the insulin pump. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.